Manufacturer narrative:
(B)(4). Sw 3.0b. On (B)(6) 2022 customer alleged the pump having keypad/ button unresponsive, high bg. Unit had unresponsive up and act buttons due to unlocked j2/lcd keypad connector. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. Reconnected j2/lcd keypad connector. Pump history download using thds was successful. There is no button error alarm on the history file on event date (B)(6) 2022. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Unit had cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Unable to confirm hbg due to unresponsive up and act buttons , unresponsive up and act buttons due to unlocked j2/lcd keypad connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had keypad unresponsive. Customer had hyperglycemia and was treated with manual injection. Blood glucose value at the time of event was unknown. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and the issue was not resolved; however, the customer will discontinue use of the device. The product will be returned for analysis.